Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this atrial lead was removed from service during an elective upgrade procedure. The lead was damaged during the use of electrocautery which resulted in noise and a slight decrease in pacing impedance measurements. Therefore, the lead was explanted and was returned for testing. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood around the helix. Damage to the insulation was noted at approximately 125 mm from the terminal pin, consistent with the use of electrocautery. Visual examination also noted the insulation was slightly folded over in the neck region of the proximal tip; however, it does not appear this would have an effect in the lead's performance. This finding has been reported to our engineering and design teams and we will continue to monitor field reports for similar observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.